Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing muscle weakness after the scs implant procedure. The physician assessed the patients symptom of muscle weakness as not device related. The stimulation was turned off and the patient was admitted to a rehabilitation facility and was doing well.

Event description:
It was reported that the patient was experiencing muscle weakness after the scs implant procedure. The physician assessed the patients symptom of muscle weakness as not device related. The stimulation was turned off and the patient was admitted to a rehabilitation facility and was doing well. Additional information was received that the patient underwent an explant procedure. The physician removed device due to possible spinal cord injury leading to post operative complications.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7077140.